Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their device's cuff squeezed their arm to the point of bruising. Teladoc's blood pressure monitor fits patients with up to a 16.5in arm circumference, the patient confirmed that their arm is within range as their arm circumference is 16in. The patient confirmed that there was no medical intervention.